Event description:
A hospital in (B)(6) reported that the temperature probe was found to be disconnected from the rt329 circuit and caused a leak during oxygen delivery via high flow nasal cannula. The patient was reported to receive insufficient flow of inspired oxygen due to the leak. The temperature probe was re-connected and no further patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt329 device was not returned to fisher & paykel healthcare (fph) (B)(4). Our investigation was based on the information provided by the hospital and our knowledge of the product. We were not able to confirm the reported fault or determine the cause of the reported fault. We have contacted the hospital to request information regarding the set-up of the temperature probe and the rt329 circuit. We did not receive information to confirm if the rt329 circuit was set up correctly. If the temperature probe was not inserted correctly as per the user instructions, incorrect set up is most likely the reason for the disconnection of the temperature probe from the rt329 circuit. A disconnected temperature probe led to the leak in the event described. The user instructions that accompany the rt329 circuit contain a pictorial diagram that instructs the user to connect the temperature probe to the rt329 circuit "connectly". This user instructions also state the following: "check that all connections, caps and/or plugs are tight before use"; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "patient monitoring is recommended."; "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported that the temperature probe was found to be disconnected from the rt329 circuit and caused a leak during an oxygen delivery via high flow nasal cannula. The patient was reported to receive insufficient flow or inspired oxygen due to the leak. The temperature probe was re-connected and no further patient consequence was reported.

Manufacturer narrative:
(B)(4). Our investigation is currently in progress. We will provide a follow-up report upon completion of our investigation.